Event description:
Patient had a six (6) year history of paroxysmal atrial fibrillation resistant to medical therapy. He failed cardioversion and for the prior eight (8) months had increasing bouts of atrial fibrillation which were disabling. Open heart surgery was performed to ablate the aberrant ganglions. Physician was able to ablate all of the areas of concern. As the last ablation was completed it was noted that the central line stopped functioning. The central line was removed and it was noted that the tip had been ablated. A chest x-ray revealed a foreign body either in the right atrium or the pulmonary vasculature. The patient was moved to an angio suite where an interventional radiologist was able to successfuly retrieve the catheter tip. The patient had not further complications and was discharged home five (5) days following surgery.